Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the nozzle unit for the air gas module. The replaced part was returned for further investigation. It was not possible to test the returned nozzle unit. Visual inspection of the returned nozzle showed that the feather spring was bent. Therefore, no root cause can be established. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. No log files have been received.